Event description:
It was reported that a tlc75 and a tcr75 were used during a radical cystectomy. It was reported by the affiliate that on the first firing, the instrument misfired. The surgeon changed the cartridge and in this case, the cartridge dragged the tissue. The surgeon had to suture the tissue.